Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. The delivery system was returned for analysis. The stent was returned fully mounted onto the delivery system. A visual and microscopic examination was performed on the returned delivery system. No damage or any issues were noted with the catheter, tip or markerbands of the device. A visual and microscopic examination was performed on the balloon material. The proximal section of the balloon material was noted to be slightly inflated. The rest of the balloon was fully unfolded and had not been subjected to positive pressure. No issues were noted with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination was performed on the stent. The proximal end of the stent was noted to be uncrimped from the balloon material. The balloon material below this section of uncrimped stent was noted to be slightly inflated. The rest of the stent was fully crimped to the balloon material. No damage or any issues were noted with the stent that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent premature deployment occurred. An 8.0x30x135cm express® ld iliac / biliary stent was selected for use to treat a lesion. However, during preparation, while the device was not yet attached to an inflation unit, it was noted that the stent was partially deployed on the balloon. The device was never used inside the patient. The procedure was completed with another of the same device. No patient complications were reported.